Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, a warning about high right ventricular lead impedance was displayed upon interrogation even if the measurement performed on the day of the follow-up was below 3000 ohms. High and unstable capture thresholds were observed in both channels. Inappropriate mode switch episodes were recorded in the device memory due to atrial noise oversensing. The noise could be reproduced when manipulating the pocket and moving the patient¿s arms. The device was reprogrammed in vdd mode at 50 min-1 and the sensing polarity was switched to bipolar.